Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex system was used in an 83-year-old male patient receiving bipella support for postcardiotomy cardiogenic shock and low cardiac output syndrome following high-risk coronary artery bypass graft surgery. The patient had a medical history significant for prior coronary artery bypass graft surgery and diabetes mellitus. The patient was receiving inotropic support, vasopressors, and respiratory support. Access for support included the left femoral artery. The patient was classified as scai stage e at presentation. During insertion of a 23 french introducer sheath, a dissection of the internal jugular vein was reported. The complaint was associated with the 23 french introducer. Based on review of the available information, the reported dissection was attributed to procedural and patient-related factors, including large-bore vascular access and critical illness. Comprehensive review did not identify evidence suggesting a causal relationship between the impella rp flex device and the reported event. The patient survived.

Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: patient device interaction problem/vascular dissection: the cause patient device interaction problem/vascular dissection was not established due to insufficient clinical details and no product returned.

Manufacturer narrative:
B1 selection was added due to new medical device problem code added. B2 revised selection as it was entered incorrectly on the initial report that was submitted. B5 information was added that was omitted from the initial report that was submitted. D2a and d2b revised as they were entered incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 medical device problem code was revised since the initial report was submitted. The component code was reported incorrectly on the initial report and was revised.

Event description:
The 23 french was removed and hemostasis was achieved.